Event description:
It was reported that during the laminectomy procedure the teeth of the instrument chipped and also was dull. Although the instruments was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.